Event description:
Caller states patient tested 6.7 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Test strips may have been exposed to extreme temperatures. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).